Manufacturer narrative:
(H3, h6): the manufacturer representative went to the site to test the imaging system. They found rotor out of position. Repositioned rotor. Found door dingus to be in wrong tooth. Manually adjusted for proper operation. Opened and closed door several times without fault. All operations were good. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to open the gantry while it was around a patient. Cs tried using the yellow emergency door open procedure. System sounded like it was beginning to move but then stopped. Cs then attempted the manual emergency door open procedure, but stopped as the wrench was giving resistance. Site moved imaging system to foot of bed, abandoned imaging system and stealth use. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.